Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the patient presented with an increase in impedance on the high voltage lead. An x-ray revealed no damage to the lead. There were no adverse consequences for the patient.

Event description:
Due to high impedance on the high voltage right ventricular lead, the lead was capped and replaced. The patient's condition was stable throughout.